Event description:
Additional information was received. Regarding the cause of the deep vein thrombosis, source documentation from ed visit stated, ¿exam with bilateral 2+ pitting edema to approximately 4 in below her patella with no signs of active infection no increased warmth. She has active 2+ pulses on her dorsal pedal bilaterally. Her lung sounds were clear and equal. I suspect that this is likely venous insufficiency given that the symptoms improve when she is lying down and she has no history of heart disease and lung exam was normal.¿.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information recieved reported it was adjudicated the event was not related to device, antiplatelet medication, or procedure.

Event description:
Medtronic received a report that a pipeline patient experienced dep vein thrombosis. The patient was hospitalized (B)(6) 2024. The patient received apaxiban. The patient recovered/resolved on (B)(6) 2024. The adverse event (ae) was not related to the disease under study or result from a device deficiency. The patient reported to emergency department with bilateral lower leg edema. A bilateral venous ultrasound showed an acute dvts. The patient was being treated for a right ica c6 side branch aneurysm with a saccular morphology. Aneurysm dimensions: maximum diameter 8.7 mm, dome height 7.8 mm, dome width 8.7 mm and neck size 5 mm. Parent artery diameter distal to aneurysm was 3.5 mm. Parent artery diameter proximal to aneurysm was 3.9 mm. Significant stasis was noted at the end of the procedure. Complete neck coverage was noted at the end of the procedure. Post implant - aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. The access vessel was the femoral right. Rist was not used. Wall apposition was achieved. The study device was successfully implanted in subject. Side branches covered by pipeline device were opha, sha. No device flattening or twisting was noted.   Ancillary devices: guide catheter infinity 088, intracranial support catheter phenom plus, microcatheter medtronic phenom 027

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.